Event description:
The customer stated, that the architect folate controls are low before and after calibration. The instrument was decontaminated. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.